Manufacturer narrative:
The complaint allegation is confirmed based on the attached report. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, a clindex notification was received indicating that a severe complication resulted in the loosening of implants of a patient listed on the shoulder arthroplasty registry. This event was initially indicated as related to the univers revers apex devices, implanted on (B)(6) 2016. No information was reported. Additional information received on 3/29/2023: the patient underwent a total shoulder arthroplasty procedure in 2016, in which an arthrex apex univers, vaultlock implant system was implanted. On (B)(6) 2022, it was noticed that the implant system had begun to loosen, and on (B)(6) 2022, a revision to reverse total arthroplasty surgery was performed. An arthrex apex univers total shoulder, stem size apex 7, head size 44, and glenoid size small vaultlock without graft were removed during the revision surgery. An arthrex size 6 apex press fit reverse stem with a central cup and a 3 mm polyethylene was implanted during revision surgery. On the glenoid side, the surgeon used an mgs 24 mm plus 2 lateralized baseplates with a 25 mm central screw, four peripheral locking screws, and a 33+4 lateralized glenosphere.